Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin delivery. Tandem technical support guided the customer to perform a series of corrective actions, including disconnecting tubing, tightening connections, and delivering boluses to address the occlusion alarms. Ultimately, the customer was advised to replace supplies as needed and continue with insulin therapy.